Event description:
Slipping of the device was reported. There was no patient injury. Additional information has been requested.

Manufacturer narrative:
Investigation completed 3/16/2017. Method: -DHR analysis, -trend analysis, - failure analysis. Device history record reviewed for this product ID work order and serial # 113801 / (B)(4) manufactured on october 09, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. The returned unit lock has rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Unit will require pm maintenance preformed at this time. Service notes: unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight; general maintenance and cleaning. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2014 with no prior service history. The mayfield patient positioning for success chart has been provided as a refresher tool.